Manufacturer narrative:
(B)(6).

Event description:
It was reported that a contamination occurred. The non stenosed target lesion was located in the moderately tortuous and moderately calcified perforation. A 2mm straight - 18 coil was selected for use. During the procedure, it was noted that the coil became dirty outside the patient. The device was not used in the patient and the procedure was completed with another of same device. No patient complications were reported.